Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as no sample was returned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The device was implanted via v-p shunt to the patient ((B)(6) boy) when he was (B)(6). The initial setting pressure was 140mmh2o. In early (B)(6) 2015, the patient had a headache and visited the hospital. Since it was noted the ventricles of the patient¿s brain became large, the surgeon tried to lower the setting pressure but could not reprogram. It was found by x-ray that the cam was dislodged. The implant will be replaced next week.

Manufacturer narrative:
Upon completion of the investigation it was noted that with visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing has a scratch mark from the cam mechanism this could be due to the valve receiving some form of impact. The cam mechanism also has some damage to it. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 28th may 2004. The root cause of the dislodgement is probably due to the valve receiving some form of impact, however this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Device was returned for evaluation. A follow up will be filed after completion of the investigation.